Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medications did not auto-discontinue during the patient transfer. A technical support specialist (tss) identified that orders did not cross during the patient transfer and determined that the admission, discharge, and transfer system had sent a discontinue message on an incorrect visit identifier. The tss communicated the findings to the customer. The system functioned as intended after technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server during patient transfer from ltcf to inpatient admission, medications did not auto discontinue; the patient had undergone the same transfer two weeks prior, during which medications discontinued correctly. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.